Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from switzerland that during an unspecified surgical procedure it was observed that the one of the white suture loops of the rgdloop adjustable stnd anchor device broke while pulling the white suture after fixating the tibial side with a screw. Another like device was used to complete the procedure. There was a 10-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly. Investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. J&j medtech orthopaedics then conducted visual inspection of the device received. The complaint device was received and evaluated. Upon visual inspection, it was observed that only a broken and frayed part of the white suture was returned attached to the button. White-green suture does not show structural anomalies. Green suture was not returned. Button was in normal shape. The overall complaint was confirmed as the observed condition of the rgdloop adjustable stnd would contribute to the complained device issue. The white suture is used to assembly into a graft construction with provides fixation. The green / white suture is the lead suture due to it is used to pull the implant/ graft construction with tension, the tension values are associated with this final implant assembly; the strength requirement adjusting suture loops from dve testing averaged well over the 250n clinical spec ~1700n. The tension clinical spec is high compared to expected intraoperative loads is 20-50n. Therefore, based on the work instruction of finish goods, the tension is measured only on the green/white suture during the manufacturing process. Regarding the white suture, an inspection is performed during the manufacturing process to check the measurement value and the condition; this information correspond to a process control, and it is the document to use to guarantee the inspection of the suture, due to this damage suture can¿t have happened during manufacturing process. Based on the investigation findings, the potential root cause can be attributed to procedure variables such as excessive counter tension or other instrument that pulls the white suture which creates a stress point on the suture, leading to a breakage. As per instructions for use (IFU) the steps for a proper insertion are provided; ream 4.5mm passing tunnel and graft socket. If graft socket breaches cortex, use adjustable cortical xl implant to complete reconstruction. Pass implant construct through the bone tunnels using the green-and-white-striped leading suture. Flip the button on the cortex by pulling the green trailing suture and/or the graft. Confirm deployment by toggling leading and trailing sutures or by pulling on graft. While maintaining counter tension on the graft, advance graft into the socket by pulling the white adjustable suture until the graft is fully seated. Fixate opposing end of the graft. Cut the white adjustable suture. Cut the green-and-white-striped leading suture. Remove the green trailing suture. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.